Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced and was hospitalized for bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with intraperitoneal vancomycin (dose, frequency and duration not reported). The cause of the peritonitis was reported to be unknown. The patient was discharged four days after admission. Dianeal therapy was ongoing. At the time of this report the patient was recovered from this peritonitis event. The pd therapy was ongoing. No additional information is available. This is report 1 of 4 involved in this peritonitis event.